Event description:
It was reported that post operation to a cholecystectomy, a biliary fistula appeared. No anomalies were identified during the initial cholecystectomy. Appearance of biliary fistula one day after the surgery. Drainage completed. The patient¿s condition deteriorated in the following days and surgery revision was preformed.the patient is doing well.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. D4: batch # a9c404. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: "what is the surgeons experience with the device? Pretty good, although I prefer the hemolocks clips. Does surgeon load the clip off of the vessel into the device jaws before applying the device jaws to the vessel and firing? Yes. Was there any excessive torquing or twisting of the device at the time of firing? No. How many clips were placed prior to transection? How many above and how many below? For the cystic duct: 2 choledochal sides, 1 vesicular side; for the cystic artery: only 1 on each side. Were there any malformed or scissored clips observed in the initial procedure? No were malformed or scissored clips observed on scans or at re-operation? No clips found, either on the arterial stump or in the vicinity of the choledoch (open)" attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.